Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was explanted after approximately 41 months due to the elective replacement indicator (eri). An expression of dissatisfaction was made with regard to device longevity. In addition, this device is part of the avt magnetic latch recall population.